Manufacturer narrative:
H10: the device was discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a non-dehp micro-volume extension set leaked. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.